Event description:
It was reported that the patient was not feeling well and was seen at the hospital. The device was found to be at elective replacement indicator due to high battery impedance. The device was reprogrammed. Replacement of the device is under consideration. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.